Event description:
It was reported in clinic notes received that the vns patient had experienced an increase in seizure activity, relationship to pre-vns baseline unknown. There was no note of any intervention taken and there are no diagnostic test results available from the time the event occurred to confirm proper device function. Attempts to obtain additional information from the treating physician are underway.